Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon launch of the mobile programmer application, an error message stating "internet access required" appeared. Troubleshooting steps included uninstalling and reinstalling the application, however a communication failed message was encountered which was resolved by switching the network to hotspot and pairing to the patient connector was then successful. However, the appl ication closed unexpectedly when attempting to pair with the mobile programmer. This issue was resolved by skipping the mobile programmer pairing step, which allowed the initiation of the internal update. There was no patient involvement.